Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels that won't come down. Customer's blood glucose level was 500 mg/dl. Customer has symptoms of feeling irritable and tired. Customer is waiting for their health care provider to call back. Customer treated with the pump. Customer was advised to disconnect from the pump. Customer ran a manual prime and the insulin did exit. Pump settings were correct. Customer had a no delivery alarm and bad battery alarm in the alarm history. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting when they receive it. Customer already changed out the set. It was explained that high blood glucose levels are often caused by site/set issues. The no delivery alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back to determine if pump is able to detect an occlusion. No additional information provided.